Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a scratched lens, detached dso (downstream occlusion) seal, detached air sensor, cracked battery compartment latch, corroded battery springs in both the battery compartment and battery door, and required a software upgrade. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The downstream occlusion (dso) seal was found to be detached. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.